Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent hysterectomy due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent vaginal cuff revision and laparoscopic lysis of adhesions on (B)(6) 2009 due to pelvic pain and dyspareunia and laparoscopic lysis of adhesions and trachelectomy on (B)(6) 2009 due to pelvic pain and infections. It was reported that the patient underwent laparoscopic lysis of adhesions and diagnostic cystoscopy with hydrodistention due to pelvic and bladder pain on (B)(6) 2011. It was reported that the patient underwent a perineoplasty and laparoscopic lysis of adhesions due to pelvic pain and vestibulitis. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-27496. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesions. It was reported that patient underwent cauterization of endometrial implants on (B)(6) 2013 and (B)(6) 2016 by (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal dryness, urinary frequency and urgency.

Event description:
Details: it was reported that following insertion the patient experienced vaginal dryness, urinary frequency and urgency.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 along with concurrent hysterectomy due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent vaginal cuff revision and laparoscopic lysis of adhesions on (B)(6) 2009 due to pelvic pain and dyspareunia and laparoscopic lysis of adhesions and trachelectomy on (B)(6) 2009 due to pelvic pain and infections. No additional information was provided.